Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5 and h6 information.

Event description:
This report summarize <noe> 1 </noe> event of asd closure following transseptal catheterization serious injury events for the sapien 3 ultra transcatheter heart valve in the mitral position for (B)(6) 2020.

Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of asd closure following transseptal catheterization the sapien 3 ultra transcatheter heart valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 7. Edwards ultra delivery system ¿ the device identification (di) numbers for edwards ultra delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
This report summarize 1 event of asd closure following transseptal catheterization serious injury events for the sapien 3 ultra transcatheter heart valve in the mitral position for august 2020. The age range for this event is 72. The breakdown for gender is as follows: 1 female. August 2020 data extract includes data provided by acc for q1 (january 1 and march 31).